Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Event description:
Reportedly, during the follow-up post atrio-ventricular node ablation, it was not possible to access to device memory. An error message was displayed stating that ¿aida has not been initialized¿. An explanation is required.

Event description:
Reportedly, during the follow-up post atrio-ventricular node ablation, it was not possible to access to device memory. An error message was displayed stating that ¿aida has not been initialized¿. An explanation is required.